Event description:
It was reported that the balloon ruptured. A 8.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was selected for a patient procedure in the subclavian vein to treat the patient's shunt failure and also in stent restenosis. The lesion was moderately tortuous and 75% stenosed. During the procedure, inside of the patient, the balloon ruptured on the second inflation at 15 atm. The shape of the rupture was a pinhole rupture. The device was removed from the patient using normal methods and without any problems. No additional damage was noted on the device. No patient complications were reported. The patient's condition after the procedure was good. The procedure was completed with another of the same device.

Event description:
It was reported that the balloon ruptured. A 8.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was selected for a patient procedure in the subclavian vein to treat the patient's shunt failure and also in stent restenosis. The lesion was moderately tortuous and 75% stenosed. During the procedure, inside of the patient, the balloon ruptured on the second inflation at 15 atm. The shape of the rupture was a pinhole rupture. The device was removed from the patient using normal methods and without any problems. No additional damage was noted on the device. No patient complications were reported. The patient's condition after the procedure was good. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 3mm proximal from the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the tip observed no damage to the tip of the device. A visual and tactile examination of the shaft found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.